Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7087940/7092861.

Event description:
It was reported that the spinal cord stimulator device was messing with the patient mentally. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads will not be returned as they were kept by the medical facility.